Event description:
It was reported that the doctor was using the yamane scleral fixation technique to implant a CT lucia 602, the case went without any issue. However, on post-op, the optic had tilted. The doctor had to take the patient back to or to explant iol. New iol was implanted successfully without any issues. No additional information provided.

Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: initial safety profile assessment of the navio robotic-assisted total knee arthroplasty, international society for technology in arthroplasty (ista) meeting, 32nd annual congress, toronto, canada, october 2019.